Event description:
It was reported that when using the bd pyxis¿ medflex 1000 when the nurse attempted to issue medication, the cubex app froze and quit. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medbank application was frozen. A technical support specialist (tss) found that operating visual studio caused the issue. Further the medbank application was closed and reset to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.